Manufacturer narrative:
The pump alarmed button error and no button response due to corroded keypad traces. The pump was received with cracked battery tube threads, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 104 mg/dl. The customer stated that she had a button error and cannot clear it. Customer was advised to discontinue use of the device and to revert to a backup plan.